Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump. It was reported that the pain pump was implanted on (B)(6) 2025. The patient stated that he did not feel the pump was working. The pump was not alarming. The patient stated that when he did the trial, it was like a miracle because he was walking like he had not pain at all. However, since the implant he has had no pain relief at all. The patient was only relief he was getting is when he takes oral baclofen and oral oxicodone 15 mg. The patient also stated that he has gained 7 pounds since implant yesterday and he wants to know why. Additional information was provided from a consumer stated that since implant, they have had trouble but, the 'test' scan by medtronic showed that the pump was operating normally. The patient stated that their condition has not gotten better. They have been to the emergency room 6-8 times. The patient was stiff all over and when they woke up, they could not move. The healthcare provider (hcp) has told the patient they do not 'have the resources' to investigate the patient's issue. The patient stated that they thought the medication was leaking somewhere and was not going into their spine. The patient did great on the trial, but the implanted pump has not given them the same experience, and they have been going downhill. The patient stated that they do not feel like anyone was paying attention to them or their issue and they were not getting the care that they need. Additional information was provided by a patient family member who stated that the patient family member suspects a leak but was not sure whether it originated from the pump or the catheter. A dye study is scheduled for (B)(6) 2025, as their physician is currently out town. The patient recently experienced an increased heart, was admitted to the hospital in an unresponsive state due to an overdose. Narcan was administered to address the overdose symptoms, and the patient was also given oral baclofen. As of (B)(6) 2025, the patient is doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.